Event description:
It was reported that a pt underwent a pelvic floor prolapse procedure on (B)(6) 2007. The implanted mesh eroded into the pt's vagina and the pt required additional surgery on (B)(6) 2008, and again on (B)(6) 2010, to excise the mesh. No additional info was provided.

Manufacturer narrative:
(B)(6). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.